Event description:
It was reported to arjo representative that there was the incident with the involvement of maxi twin passive floor lift and passive clip sling. It was stated that during patient's transfer from the bed, the patient slipped out of the sling on his left side to the ground. Following information provided it was noticed that 2 leg clips of the sling detached from the lift spreader bar. As the consequence of the event patient sustained fracture to left ulna/radius. Hospitalization of resident was also needed where a splint on a broken arm and also analgesia were given.